Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the cement. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant tibial component loosening with medial subsidence, osteopenia but no fracture seen, significant lucency at the cement hardware interface, and no device deficiency or anatomy concerns. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient recently presented with a collapsed and loosened tibial component and was revised. The initial left total knee arthroplasty was performed approximately four and a half years prior to revision. The patient did well for 4 years or so and only recently presented with pain and gait issues. X-rays noted significant findings of osteopenia, subsidence, radiolucency, and loosening. The tibia stem, tibial augment, and ps surface were exchanged. Attempts have been made but no further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia cemented 5 degree stemmed left size c catalog #: 42532006401, lot #: 63277165. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02271 . Investigation incomplete.